Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high thresholds and intermittent capture at 2.9v at 0.4ms on this right ventricular (rv) lead. The pacing impedance and amplitude were stable, however, the shock impedance had gradually risen from 40 ohms to 60 ohms. The rv lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.